Event description:
It was reported the programmer would not boot up or took a very long time to do so. In addition, the printer does not complete printing, and the latches on the cord door need to be fixed. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).